Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized when in use. The front end of the tool head was complete. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a clamp arm teflon pad damage. The component was damaged and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. Components adjacent to the damaged teflon pad do not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.